Event description:
Reportable based on device analysis completed on 11-sep-2018: it was reported that an intellamap orion catheter was selected for a k9 animal study. However while making the second map the catheter steering started to fail while in the left ventricle. Most of the orion's electrodes were failing, so they were unable to accept data. When the orion was pulled out of the body, the shaft of the catheter was kinked. They replaced with another orion, which fixed the problem and they completed the case. However the investigation showed corrosion and peeling damage on the electrodes. Visual inspection showed a kink approximately 4.5cm from the distal tip. The deployment shaft is bent and the array has an irregular shape. There was no issue deploying the array, and the device passed the curve test. Severe damage to the 7/8 electrode traces was identified; x ray showed evidence of open 7/8 electrodes. Corrosion under the polyimide layer was also observed. Splines had scratches running their entire length and peeling damage was identified.